Event description:
Healthcare professional reported left side "shape change, increasing asymmetry, hardening, capsular contracture baker grade iii". The device was explanted.

Manufacturer narrative:
Continued e.1. Phone number: +(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events capsular contracture was received on june 17, 2025 with lot number 2235824. Based on the product analysis performed, the assessments of the complaint codes are: - capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "shape change, increasing asymmetry, hardening, capsular contracture baker grade iii". The device was explanted.